Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument associated with this complaint and completed investigations. The instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system and delivered energy with signs of arcing on all 3 attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the plastic near the tip of the maryland bipolar forceps instrument had heat damage. There was no reported injury.